Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with normal operating currents and passed the self-test. Pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime/a33 test, and a21 error test due to motor error alarms.

Event description:
Customer reported via phone call that batteries dying quickly on insulin pump, had unexplained no delivery and clip holder no longer lock on insulin pump. Customer¿s blood glucose was unknown. Insulin pump will be returned for analysis.